Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned to manufacturer.

Event description:
It was reported that after a surgical case was completed and patient opening was closed up, it was noted that the router bit was broken. It was also reported that the patient had to be re-opened to remove the broken pieces, this resulted in a 5 minute delay. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that after a surgical case was completed and patient opening was closed up, it was noted that the router bit was broken. It was also reported that the patient had to be re-opened to remove the broken pieces, this resulted in a 5 minute delay. It was further reported that the procedure was completed successfully.